Manufacturer narrative:
PMA/ 510k= k142688. Additional information has been requested to support the investigation, however to date no further information has been provided. The device in relation to this complaint has not yet been returned. On completion of the device evaluation this investigation will be updated with lab evaluation detail. A review of the manufacturing records for (B)(4) of lot# c1229526 did not reveal any discrepancies that could have contributed to this complaint issue. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The patient affected with a pancreatic body mass underwent eus-fnb by using the procore 20g needle. The approach was trans-gastric and did not require elevator help during fnb. The first passage, was uneventful and specimens were normally retrieved. Before the second passage, the stylet seemed to be reintroduced with difficulty and a needle part, of about 3 cm length, was noticed in the gastric lumen. The needle part was retrieved with a cap-assisted egd, with no complication.

Manufacturer narrative:
PMA/ 510k= k142688. This complaint is related to echo-hd-3-20-c device of lot number c1229526. The device was returned with 2.8cm of the needle tip broken off and the stylet removed from the needle. On further inspection a bend was noted on the needle with the sheath extender marked at reference mark 2 and needle extender marked at reference mark 8. The needle could be advanced/ retracted with no resistance and no other breakages were noted. The sheath of the device was examined and bending was visible at 46-56cm from the sheath extender. It is possible that the bending on the needle may have occurred during the packaging and shipment of the device on return from the customer and is most likely not a contributory factor to the needle breakage. A slight kink was observed on the broken end of the needle. The stylet could be reinserted into the device with some difficulty. The broken needle tip was examined further under microscope and a bend was noted in the notch of the needle with no damage to the distal tip of the needle. As the stylet was difficult to reinsert before the second pass, it is suggested that the bend at the notch of the needle tip was present before this pass and resulted in the needle breakage. The customer complaint was confirmed as the tip of the needle was broken. A possible cause of this complaint is that the needle tip may have become damaged due to product handling when advancing/removing the device from the endoscope, or during expelling the biopsy specimens on the slide. The trans-gastric approach can also be less supportive, as where the endoscope can be pushed back if the needle does not puncture as intended. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-hd-3-20-c of lot# c1229526 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1229526; upon review of complaints this failure mode has not occurred previously with this lot # c1229526¿. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. A section of the device did remain inside the patient¿s body. The needle part was later retrieved with a cap-assisted egd, with no complication. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report been submitted due to the device been returned and completion of the investigation. The patient affected with a pancreatic body mass underwent eus-fnb by using the procore 20g needle. The approach was trans-gastric and did not require elevator help during fnb. The first passage, was uneventful and specimens were normally retrieved. Before the second passage, the stylet seemed to be reintroduced with difficulty and a needle part, of about 3 cm length, was noticed in the gastric lumen. The needle part was retrieved with a cap-assisted egd, with no complication.